Event description:
During a procedure, the guidewire was advanced to the p1 segment of the left posterior cerebral artery (pca). After pre-dilation with a balloon, the angiogram revealed that the stenosis was partially resolved. The physician removed the balloon and prepared to place a stent at the lesion. Angiography revealed that the tip of the guidewire had moved to outside of the left pca and possibly into a perforator artery. The physician attempted to remove the guidewire and the tip of the guidewire became trapped in the left pca lumen. It was thought that the entrapment of the guidewire tip was caused by vasospasm, papaverine (10 mg over 3¿4 min) and nimodipine (1 mg over 10 min) were administered intra-arterially through the guide catheter, but this did not result in the successful retrieval of the device. Subsequent attempts to withdraw the guidewire were unsuccessful. A microcatheter was advanced over the guidewire to provide a more stable construct against which to withdraw the guidewire, but it was not able to advance past the junction of the basilar artery (ba) and pca. Aggressive retrieval of the guidewire was not attempted to avoid arterial dissection and perforation. After stabilizing the guidewire, the 5f guide catheter was exchanged with a 6fguide catheter. A second guidewire was advanced over the lesion to the distal p1 segment of the left pca, paralleling the entrapped guidewire. A balloon-expandable stent was then advanced over the second guidewire and deployed at the lesion. A subsequent angiogram demonstrated resolution of the stenosis, the physician decided to retain the groin sheath and the guidewire in place temporarily for one day. The next morning a new angiogram showed that the guidewire remained fixed in place. No withdrawal attempt was made and it was decided that the guidewire should be left in place. The guidewire was sectioned at the groin. Because it was not possible to make the guidewire end into the femoral artery by only pushing the distal end, it was decided to simultaneously pull the guidewire back to the abdominal level with a looped catheter from the left femoral access to move the proximal end of the guidewire into the femoral artery. Inadvertently, the guidewire tip was dislocated from the left pca during this manipulation and was able to be completely removed. There were no clinical consequences reported to the patient.

Manufacturer narrative:
Subject device was disposed.